Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic adnexectomy combined with a hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: persistence of a vascularized tissue image. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') and ovarian fibroma ('vascularized tissue mass on the right ovary - suggests a mitotically ovarian fibroma') in a 52-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have ovarian fibroma (seriousness criterion medically significant). The patient was treated with surgery (bilateral laparoscopic adnexectomy combined with hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and ovarian fibroma outcome was unknown. The reporter considered medical device removal and ovarian fibroma to be unrelated to essure. The reporter commented: essure (lot number unknown) was removed for medical reasons, removal was not the primary reason for the surgery, but was performed secondary to other gynecological surgery specified as adnexectomy due to suspected cancerous or pre-cancerous gynecological pathology. The female patient's medical examinations preceding the operation detected a vascularized tissue mass on the right ovary, evolving over several months. The pathology examination following the adnexectomy "suggests a mitotically active ovarian fibroma, with nothing to suspect malignancy". Essure sample was available diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: persistence of a vascularized tissue image, a vascularized tissue mass on the right ovary, evolving over several months. Pathology test - on (B)(6) 2019: suggests a mitotically active ovarian fibroma, with nothing to suspect malignancy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-mar-2021: updated quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a 52-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic adnexectomy combined with a hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: persistence of a vascularized tissue image. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') and ovarian fibroma ('vascularized tissue mass on the right ovary - suggests a mitotically ovarian fibroma') in a 52-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have ovarian fibroma (seriousness criterion medically significant). The patient was treated with surgery (bilateral laparoscopic adnexectomy combined with hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and ovarian fibroma outcome was unknown. The reporter considered medical device removal and ovarian fibroma to be unrelated to essure. The reporter commented: essure (lot number unknown) was removed for medical reasons, removal was not the primary reason for the surgery, but was performed secondary to other gynecological surgery specified as adnexectomy due to suspected cancerous or pre-cancerous gynecological pathology. The female patient's medical examinations preceding the operation detected a vascularized tissue mass on the right ovary, evolving over several months. The pathology examination following the adnexectomy "suggests a mitotically active ovarian fibroma, with nothing to suspect malignancy". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: persistence of a vascularized tissue image, a vascularized tissue mass on the right ovary, evolving over several months. Pathology test - on (B)(6) 2019: suggests a mitotically active ovarian fibroma, with nothing to suspect malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter returned device removal questionnaire: patient's initials were amended, birth date was added (age was provided previously). Essure was removed for medical reasons, removal was not the primary reason for the surgery, but was performed secondary to other gynecological surgery specified as adnexectomy due to suspected cancerous or pre-cancerous gynecological pathology. He explained the female patient's medical examinations preceding the operation detected a vascularized tissue mass on the right ovary, evolving over several months. The pathology examination following the adnexectomy "suggests a mitotically active ovarian fibroma, with nothing to suspect malignancy". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') and ovarian fibroma ('vascularized tissue mass on the right ovary - suggests a mitotically ovarian fibroma') in a 52-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have ovarian fibroma (seriousness criterion medically significant). The patient was treated with surgery (bilateral laparoscopic adnexectomy combined with hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and ovarian fibroma outcome was unknown. The reporter considered medical device removal and ovarian fibroma to be unrelated to essure. The reporter commented: essure (lot number unknown) was removed for medical reasons, removal was not the primary reason for the surgery, but was performed secondary to other gynecological surgery specified as adnexectomy due to suspected cancerous or pre-cancerous gynecological pathology. The female patient's medical examinations preceding the operation detected a vascularized tissue mass on the right ovary, evolving over several months. The pathology examination following the adnexectomy "suggests a mitotically active ovarian fibroma, with nothing to suspect malignancy". Essure sample was available. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: persistence of a vascularized tissue image, a vascularized tissue mass on the right ovary, evolving over several months. Pathology test - on (B)(6) 2019: suggests a mitotically active ovarian fibroma, with nothing to suspect malignancy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-apr-2020: essure sample was available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') and ovarian fibroma ('vascularized tissue mass on the right ovary - suggests a mitotically ovarian fibroma') in a 52-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have ovarian fibroma (seriousness criterion medically significant). The patient was treated with surgery (bilateral laparoscopic adnexectomy combined with hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and ovarian fibroma outcome was unknown. The reporter considered medical device removal and ovarian fibroma to be unrelated to essure. The reporter commented: essure (lot number unknown) was removed for medical reasons, removal was not the primary reason for the surgery, but was performed secondary to other gynecological surgery specified as adnexectomy due to suspected cancerous or pre-cancerous gynecological pathology. The female patient's medical examinations preceding the operation detected a vascularized tissue mass on the right ovary, evolving over several months. The pathology examination following the adnexectomy "suggests a mitotically active ovarian fibroma, with nothing to suspect malignancy". Essure sample was available diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: persistence of a vascularized tissue image, a vascularized tissue mass on the right ovary, evolving over several months. Pathology test - on (B)(6) 2019: suggests a mitotically active ovarian fibroma, with nothing to suspect malignancy. Sample received at quality unit yes date of sample received : (B)(6) 2021. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.